Manufacturer narrative:
Failure investigation was completed but the report submission was not submitted in error. This was identified on 19apr2018. Failure analysis investigation: the vyaire failure analysis (fa) group received the suspect display component for investigation. The fa group performed a visual physical inspection, which found fluid ingress within the touchscreen. The touch screen calibration failed due to separation within the touchscreen. The reported issue was duplicated in the laboratory setting. The root component cause is associated with a design issue within the display addressed in an engineering correction order (B)(4).

Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the touchscreen has separation, preventing it from operating/responding normally. The fsr resolved the customer reported issue by replacing the front panel assembly. The fsr performed the user verification test and operational verification procedure and the device passed all tests to manufacturer specifications.

Event description:
The customer reported that their vela ventilator's touch screen is not responding to touch commands. The customer reported that there was no patient involvement.